Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15495. The pt has 2 leads (from the same lot) implanted as part of his pns (off-label) system. It was reported the pt experienced intermittent stimulation. The pt indicated he was able to feel stimulation for 10-15 seconds and then stimulation would fade away. The sjm rep met with the pt and diagnostic testing revealed low and invalid impedance readings. The sjm rep met with the pt again and the pt reported he had lost stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.